Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer' reported via phone, he was experiencing high blood glucose of 500 mg/dl due to bent cannula. Current blood glucose was 530 mg/dl. Customer was concerned the insulin pump didn't alarm no delivery. Troubleshooting was performed but customer declined to check for air bubbles, leaks, or settings. Customer was unable to perform high pressure test at the time and was advised to call back. Also, to change the reservoir, infusion set, and insulin. The device is not returning for further analysis.